Manufacturer narrative:
Qn#(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that at the "neurology dept. Of third affiliated (B)(6), head nurse of iuc found the ventilator has been in a state of alarm, she found the filter leakage." Alleged defect reported as detected during use. It was reported the device was replaced with a new one. No report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Leak testing was also conducted on the device and no leaks were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. In the current manufacturing procedure, 100% leak testing and visual exam is conducted after the assembly process; thus, any defects would be detected prior to release.

Event description:
Customer complaint alleges that at the "neurology dept. Of third affiliated hospital of sun yat-sen university in guangzhou, head nurse of iuc found the ventilator has been in a state of alarm, she found the filter leakage." Alleged defect reported as detected during use. It was reported the device was replaced with a new one. No report of patient harm. Patient condition reported as "fine".